Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
In (B)(6) 2008, a miniarc sling was implanted. It was reported, that "I have had numerous bladder infections since the procedure. I just finished macrodantin for bladder infection today." It was also reported that the physician "says I need bladder stimulator,." And that "I did not have bladder infections before procedure of (B)(6) 2008."